Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A torn downstream occlusion (dso) seal was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The dso seal was replaced. The device passed all functional testing after repair.

Event description:
It was stated that during testing it was found that the dso was ripped and bubbled. There was no patient involvement. Evaluation of the returned device identified a torn downstream occlusion seal and confirmed the reported issue.